Event description:
It was reported, gamma3 nail broke at lag screw hole. Pt was revised to a total hip due to non union.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.